Event description:
It was reported that the right ventricular (rv) lead exhibited elevated thresholds. It was determined that the lead dislodged. A lead revision was attempted but unsuccessful due to positioning difficulty. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated apparent explant damage. The lead was returned with the helix bent. There were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters.